Manufacturer narrative:
During an interventional procedure the agility soft guidewire ((B)(4)/unknown lot) became stuck in clot material, it was noted that the guidewire stretched and broke; the physician used a concentric retriever to successfully remove the clot as well as the distal tip of the wire. The broken tip was successfully removed and no further patient complications occurred; the patient is doing fine. Prior to inserting the guidewire in the patient, the guidewire distal tip was re-shaped, and it was not damaged after the re-shaping in the standard method. With further investigation, it was reported that after the agility was inserted in the patient there was resistance with an unknown cordis/codman device. No further information regarding the identity of the concomitant device is available. Additional torque was needed to cross the lesion and positioning of the distal tip. Delivery, torquing and maneuvering was performed while conducting fluoroscopy at all times; however, it was reported that torque was applied while the distal tip was trapped in a small branch/plaque. After the event, a neuroscout guidewire was used to complete the procedure. The device is not available for analysis and with investigation it was reported that the lot number of the agility is not able to be obtained; therefore a device history record review cannot be completed. The instructions for use warns to never advance or withdraw or auger the guidewire against resistance without first determining the cause of the resistance. It further warns that torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. It warns to never torque the guidewire it the tip becomes fixed. It further outlines that if the guidewire tip becomes entrapped or fixed within the vasculature advance the microcatheter as distally as possible, gently pull the guidewire back into the microcatheter and withdraw the microcatheter/guidewire system as a unit. Based on the available information it appears that device interaction, procedural factors and vessel/lesion characteristics may have contributed to the reported event. Without the return of the device for analysis, no definitive conclusion can be made; therefore, no corrective actions will be taken.

Manufacturer narrative:
With further investigation, it was reported that after the agility was inserted in the patient, there was resistance crossing the lesion with the guidewire due to the disease process within the vessel, and additional torque was needed to cross the lesion and positioning of the distal tip.

Manufacturer narrative:
During an interventional procedure, the agility (soft) guidewire became stuck in clot material, it was noted that the guidewire stretched and broke; the physician used a concentric retriever to successfully remove the clot as well as the distal tip of the wire. The broken tip was successfully removed and no further patient complications occurred. The patient is doing fine. The lot number for the product was unknown. Prior to inserting the guidewire in the patient, the guidewire distal tip was re-shaped, and it was not damaged after the re-shaping in the standard method. After it was inserted in the patient, there any resistance friction with any other devices cordis/codman, but the catalog and lot numbers are not available. A neuroscout was used to complete the procedure. Additional torque was needed to cross the lesion or positioning of the distal tip, and torque was applied while the distal tip was trapped in a small branch/plaque. Delivery, torquing and maneuvering was performed while conducting fluoroscopy at all times. Additional information will be submitted within 30 days of receipt.

Event description:
During an interventional procedure the agility (soft) guidewire became stuck in clot material, it was noted that the guidewire stretched and broke; the physician used a concentric retriever to successfully remove the clot as well as the distal tip of the wire. The broken tip was successfully removed and no further patient complications occurred. The patient is doing fine.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.